Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation, the fse was informed by the customer the wire for the wash heater has burn marks on it. Also, the bottom side of the wash heater has crust build up. The fse informed the customer that the wash heater had leaked onto the wire causing a short/burn to the connector wash heater. Customer ordered the part and replaced it. The instrument is functioning as intended and without any errors. The most probable cause for this event is the wash heating unit. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 3022 leak sensor s702 detected during calibration of ctni 2. During troubleshooting, the customer disconnected the sensor and tried to clean it by blowing on it with canned air and then reconnected and repowered the instrument. The customer then performed wash and diluent primes along with a substrate background and all were completed without any errors. Customer will rerun the calibrators and call back if the error persists. Customer calls back and states they are receiving error 3003. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.